Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that their insulin pump was having unexpected power loss and turned off twice. The customer¿s blood glucose level was in the 100 mg/dl range at the time of the incident. The customer noticed leaks and slight discoloration from both batteries used. The customer stated the pump may have been exposed to moisture. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with blank display due to severely corroded battery tube. Unable to verify battery power loss anomalies, power loss alarms, low battery alerts due to blank display. Unable to perform self test, off no power test, unexpected restart error test, displacement test or current measurements due to blank display. Insulin pump received with moisture damage on electronic board stack, moisture damage on motor home switch and moisture damage on force sensor resistance.